Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for an unknown femoral nail with unknown part and lot numbers. Unknown part number, UDI is unavailable the investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: apivatthakakul, t., arpornchayanon, o. (2001). Iatrogenic femoral neck fracture caused by mal-insertation of a curved intramedullary nail.injury, int. J. Care injury, vol 32, pp727-729. This was retrospective review of a patient who was implanted with an ao universal femoral nail sized 10x360mm. The study included a (B)(6) man who experienced a right femur fracture following a motorcycle accident. During the procedure, it was noted there was difficulty with nail insertion and forceful impaction of the nail was made. Post-operative radiographs identified a vertical fracture of the femoral neck and the patient had groin pain. It was later identified the nail had been inserted in reverse manner. The patient was revised with 2 screws (non-synthes devices), however, the nail remained implanted. X-rays at 12 months showed femoral neck healing. This is report #1 of #1 for (B)(4). This report is for an unknown nail with an unknown part number, lot number and quantity. A copy of the literature article (or abstract) is being submitted with this medwatch.